Event description:
It was reported to medtronic minimed that the customer experienced a failed batt test and an audio/vibrate anomaly or the absence of the alarm, as the customer reported that after replacing the insulin pump battery, it did not identify the new battery and did not vibrate during the auto check. The customer reported no adverse events. The event involved product(s) mmt-1884. A customer called back after receiving a replacement battery cap. Troubleshooting was performed, and the customer continued to experience battery-failed alarms after inserting a new battery with the new batt cap. The customer was advised that the pump would be replaced. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.